Event description:
Info received, indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the release arm was bent, preventing the siderail from latching. The technician replaced the release arm and latch spring to repair the bed.